Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the patient's outcome could not be conclusively established through this evaluation. The controller event log file contained events from 04jan2025 through 06jan2025, as well as events with the clock not synced, displaying a default timestamp of 01jan2000. No other notable events or alarms were captured. The log file captured a no external power alarm on 06jan2025 at 4:35:06 due to full battery depletion following extended use. The backup battery supported the system for the next two hours until it also became fully depleted; then, the patient¿s pump stopped on 06jan2025 at 6:32:56. The system controller fully shut down a few minutes later, and the pump was off for an unknown amount of time. After the pump was restarted, two driveline disconnections and reconnections were observed. The pump ramped back up to the set speed following each driveline reconnection; however, low flow alarms were captured, consistent with the reported events and patient death. No other notable events were captured. The pump appeared to function as intended for the duration of the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is currently available. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The patient handbook also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient arrived at the emergency department (ed) with no power and dead batteries on their left ventricular assist device (lvad). The patient received cardiopulmonary resuscitation (CPR). With a new set of batteries, the emergency room (ER) was able to power the device back on but had activated the low flow alarm. The ER was unable to get a return of spontaneous circulation (rosc). The ER had called time of death after 45 minutes, and they had noticed the patient had blown pupils. The patient¿s family had returned the primary system controller to the healthcare provider. The log files were submitted for review to confirm if the patient¿s passing was due to issues with the pump. The log files were reviewed and revealed various loss of external power alarms on (B)(6) 2025. The log files also contained various driveline disconnect/reconnect alarms. When the system controller was powered back on, a controller clock corrupt alarm had activated. The most recent data in the log files indicated that the pump was not connected when the data was downloaded.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.